Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant. During implant, it was noted that the rv lead failed to advance in the stylet and was unable to be fixated at the desired location of the ventricle. The rv lead was not implanted, and a replacement was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported events were a stylet insertion issue and unable to fixate were both confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region, and helix retracted and clogged with blood and tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet insertion test was unable to be performed. X-ray confirmed the stylet was unable to be fully inserted and removed due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the damage found at the connector region consistent with procedural damage.